Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the valve ¿as received¿. The valve was visually inspected, needle holes in the needle chamber were noted. The position of the cam when valve was received was 160mmh2o. The valve was hydrated. The valve was tested for programming with programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks noted. The siphon guard was tested. The valve passed the test. The valve was reflux tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3162, with lot crgb39, conformed to the specifications when released to stock on the 2nd july 2014. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
After a period of time that the valve was implanted to the patient, clinical signs showed underdrainage (large ventricles). The physician sent the patient to x-ray in order to see the valve level, but could not clearly read the shot. The surgeon felt it's a valve malfunction and preferred to remove it and send it to check.